Event description:
Healthcare professional reports inconsistent results and results higher than reference with the hemochron jr. Citrated aptt cuvette assay. Pt being evaluated for ischemic stroke with symptoms of right side facial droop and weakness on right side. The healthcare facility's criteria to administer tissue plasminogen activator (tpa) is in part based on aptt results targeted at greater than or equal 38.6 seconds. Repeated hemochron jr. Citrated aptt tests generated results of 46.8, 39.3, and 38.3 plasma equivalent seconds. Sample sent to the reference laboratory for result confirmation generated 30.7 seconds. The pt was evaluated and treated based on the laboratory result. No adverse event(s) reported.

Manufacturer narrative:
(B)(4) .